Event description:
Information received indicates when force is applied to the stretcher the casters will roll when in brake.

Manufacturer narrative:
The technician adjusted the brake casters to repair the stretcher.